Event description:
Occupational wellness coordinator for this facility reported healthcare professional (hcp) are complaining of wrist tenderness and ulnar nerve problems as a result of having to frequently adjust the blood level adjustment pump knobs (blaps) on the baxter 1550 device. One nurse is reportedly wearing a brace on wrist and stated when the ulnar nerve flares up it causes numbness in fingers. This particular hcp reported the blaps require adjusting during the setup of the device and testing alarms. Other pt care technicians have reported the wrist tenderness.